Event description:
It was reported that during a hysteroscopy surgery, the product was reading a deficit that was much higher than the actual level. It was further reported that this created confusion during the surgery. There were no reports of any adverse consequences to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.